Event description:
Report sent to FDA on 02/19/2010 by the user facility reports: raabe introducer sheath disconnected from the hub during contrast injection. Snare was used to retrieve the sheath from the brachial artery. Pt developed a clot in the brachial artery requiring emergent surgical thrombectomy. A second raabe catheter was opened and tested and also failed in the same manner (disconnected from the hub). Other pertinent info: raabe cath sheath disconnected at the hub during contrast injection through brachial artery access. Snares were used to remove the retained sheath from the arterial system. Pt developed a clot in the brachial artery requiring surgical intervention (thrombectomy) due to loss of circulated to the affected arm. Update to the file based on physician's dictations rec'd 03/11/2010: the physician had exchanged the 5 french sheath for a 45 cm 6 french sheath and placed it with the tip in the suprarenal abdominal aorta. Another MFR's wire guides were used to cross the thrombosed right limb of the aortobifemoral bypass graft. Given that the guidewire easily crossed the thrombosed graft, it was suspected at the thrombus in subacute. There was a stenosis at the junction of the graft and the right common femoral artery. Heparin 3000 units and tpa 2 mg were directly infused into the thrombus. The right limb of the graft was dilated to 6 mm using a 6 mm x 10 cm balloon. At this point, it was realized that the 45 cm 6 french sheath had fractured inside the arterial system. The sheath fracture fragment was completely radiolucent on x-rays. Several different snares were utilized in an attempt to capture and remove the 45 cm radiolucent sheath fragment. Removal of the foreign body was attempted for approx 20 minutes without apparent success. The physician notified the pt, his wife and another physician that he suspected the sheath fragment was still within the arterial system. The attempt of passage of the same snare through the sheath was unsuccessful on the second pass. Physician assumed that the snare had been damaged during the first pass, and a new snare (different brand) was opened. Physician noted that the second snare (different brand) was considerably thinner than the first snare. At this time, this observation was ignored. In hindsight, the foreign body had been removed on the first pass. Physician did not realize that the fractured fragment had been removed and was only realized much later after a complete CT examination of the entire body had been performed. Abdominal aortogram and bilateral lower extremity angiogram was completed. At this point, it was still felt that the 45 cm radiolucent sheath had been left in the body. It was hoped that the surgeon would be able to remove the sheath during the surgery. The fact that the 45 cm foreign body had indeed been removed was only confirmed after a CT examination of the entire body with and without contrast demonstrated no foreign body. Physician carefully reviewed all of the CT images. Physician is very confident that there is no foreign body remaining in this pt. Update to the file rec'd 03/15/2010: area rep visited the customer and was informed that there was a total of 4 raabe cath sheaths that disconnected from the hub. Only the one was during a case. After the case, the physician spokes to the family and pulled another sheath from the sheath to demonstrate what happened. The sheath easily disconnected from the hub in front of the family; however, this was not saved. When the tech was pulling all raabe cath sheath off the shelf, she opened two more, both of them disconnecting from the hub with ease. These were also not saved. The pt's current status is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). Event eval: no used product has been returned to assist in this investigation; however, 22 unused and unopened raabe sheaths from several lots ranging from 5.0-8.0 fr have been returned. Three of these have expired or are within 6 months of expiration. Each device is 100% inspected to insure correct inside diameter and outside diameter of tubing, insure material is free from surface defects, bumps, and protruding coils prior to further processing. The medsun medwatch report described hub separation on two raabe 5 french sheaths, one during injection and one prior to use; however, the physician's report indicates "...the 45 cm 6 french sheath had fractured inside the arterial system." Without benefit to inspecting the device(s) used, the later info forms the basis of this investigation and report. If the 5 french raabe sheath had "disconnected from the hub during contrast injection" as stated in the medwatch report, then a 55 cm length of the sheath would have resulted in the need for the "emergent surgical thrombectomy" and most likely should have been easily retrieved although the physician's notes indicate some difficulty in confirming its retrieval. We are continuing or monitoring of similar complaints during resolution of corrective action. Appropriate in-house personnel have been notified of this event.